Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaws broke off during the procedure in the patient's leg. The pa was able to remove the piece that broke off and complete the case with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially peeled and detached at the tip. Based on the condition of the device as found and the results of the investigation, the reported complaint was confirmed for peeled jaw. The root cause is improper insertion of the hemopro into the cannula. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaws broke off during the procedure in the patient's leg. The pa was able to remove the piece that broke off and complete the case with the same device. The hospital did not report any patient effects.